Event description:
It was reported that: failed hemostasis requiring vascular and stent repair. Additional information on the 03arp2023: during a tavr procedure on the (B)(6) 2023, single access was gained utilizing micro puncture and ultrasound in the mid femoral head. An ultrasound was performed post access. There was mild posterior wall calcification, at femoral access site and mild tortuosity. Manta depth was measured at 3cm and it was deployed at 4cm. There were no issues advancing or withdrawing procedural sheaths. 10,000u of heparin was administered intravenously post sheath insertion. Act was 269 during the procedure and down to 201 pre deployment. There was no protamine given even though the rep suggested that it be given. There was pulsatile blood flowing out of the right femoral artery access site after deployment of the manta. 2 units of blood were given. Surgical cutdown was performed after angiogram revealed femoral leak. The manta closure device was found in the tissue track. Post cutdown repair angiogram revealed a large dissection of the femoral artery at access site, so it was decided to place an 8x60mm stent in the femoral artery. Post stent angiogram revealed a sealed right femoral artery. The patient had a good outcome and was discharged home over the weekend per physician. The patient had a good outcome and was discharged home over the weekend. No product will be returned per hospital policy, and no imaging per hippa hospital policy.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound guidance was utilized to gain a mid-femoral head positioned access following micro sheath insertion. The arteriotomy was 6 x 6.2mm, with mild posterior wall calcification, and mild tortuosity, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to deployment, the patient's activated clotting time (act) 201, heparin was administered. Manta was deployed to the measured depth, although pulsatile bleeding was present at the access site. Even after multiple attempts to redeploy manta, the patient required a transfusion of two units of packed blood cells. A post-procedure angiogram revealed a femoral leak and the physician chose to do a surgical cutdown. The manta device was found within the tissue tract during the surgical intervention, and the vessel was repaired. A post-vessel repair angiogram revealed a large dissection at the access. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician resolved to deploy a stent, successfully achieving hemostasis. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, patient conditions, and environment, and no angiograms were submitted for this investigation. Risk documentation was reviewed, and tract deployment is a known risk. There was bleeding requiring transfusion of 2 or 3 units of packed blood cells. The manta instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. The safety and effectiveness of the manta device have not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including using the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: failed hemostasis requiring vascular and stent repair. Additional information on 03apr2023: during a tavr procedure on (B)(6) 2023, single access was gained utilizing micro puncture and ultrasound in the mid femoral head. An ultrasound was performed post access. There was mild posterior wall calcification, at femoral access site and mild tortuosity. Manta depth was measured at 3cm and it was deployed at 4cm. There were no issues advancing or withdrawing procedural sheaths. 10,000u of heparin was administered intravenously post sheath insertion. Act was 269 during the procedure and down to 201 pre deployment. There was no protamine given even though the rep suggested that it be given. There was pulsatile blood flowing out of the right femoral artery access site after deployment of the manta. 2 units of blood were given. Surgical cutdown was performed after angiogram revealed femoral leak. The manta closure device was found in the tissue track. Post cutdown repair angiogram revealed a large dissection of the femoral artery at access site, so it was decided to place an 8x60mm stent in the femoral artery. Post stent angiogram revealed a sealed right femoral artery. The patient had a good outcome and was discharged home over the weekend per physician. The patient had a good outcome and was discharged home over the weekend. No product will be returned per hospital policy, and no imaging per hippa hospital policy.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.